Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. From the provided information, a general reagent issue could be excluded. The observed differences in ft4 values generated with the roche assay and siemens centaur assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft4 iii assay for one patient tested on two cobas 8000 e 801 modules. The patient's initial ft4 result on the customer's e 801 module was reported outside the laboratory. The patient's physician questioned the reported result and requested further testing. The customer sent the patient's sample for an investigation and the sample was tested on an e 801 module and a siemens centaur analyzer. Refer to the attachment on the medwatch for all patient data. The e 801 module serial number used at the customer's site was requested but not provided. The e 801 module serial number used at the investigation's site was (B)(4). The customer's ft4 reagent lot number and expiration date were requested but not provided. The investigation's ft4 reagent lot number was 541093 with an expiration date of 31-may-2022.